Event description:
During t2 femoral nail surgery, the surgeon assembled the nail to device and inserted the nail to the pt bone. Afterwards, the two proximal screw holes of the nail drilled. And inserted the two locking screws. When the surgeon confirmed the x-ray, the two screw missed the target from the proximal screw hole of the nail. Therefore the two screw removed. The surgeon assembled device again, and did drill and inserted the locking screws.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.